Event description:
According to the reporter, pre-operatively, the end of the adapter where it connects to the load was damaged and will not accept loads. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position. The firing rod was noted to be out of home position. Functionally, the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. There were articulation calibration errors in the data saved to the system. The adapter had 50 of 50 procedures remaining. The adapter was connected to a clamshell and handle running v29.5 software and the device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and a new universal asynchronous receiver-transmitter (uart) communications error appeared. Analysis of the data saved to the testing handle indicated that the articulation mechanism was out of position when the device was returned. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the firing rod and the articulation mechanism being out of home position. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: an articulation calibration errors and a uart error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.